Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of an alarm in the middle of the night, a no external power alarm, and a backup battery fault alarm were confirmed via analysis of the log file; however, the alarms were not reproduced during testing. The reported event of the system controller not starting the mock loop at the clinic was confirmed via the log file; however, this is expected behavior based on the design of the controller due to the controller not being connected to an external power source upon initial start-up. The log file downloaded from the returned system controller (serial number:(B)(6)) contained approximately 7 days of data ((B)(6) 2021 per the timestamp). The log file captured intermittent low voltage advisory and power cable disconnect alarms beginning on (B)(6) 2021 at 0:37:06 due to the relative state of charge (rsoc) voltage on the black power cable dropping while connected to the mobile power unit (mpu). The atypical alarms continued until the black power cable was disconnected from the mpu at 0:42:47. The white power cable was also then disconnected from the mpu at 0:43:35, resulting in a no external power alarm. The system controller was not reconnected to external power after the white power cable was disconnected. The system controller backup battery supplied power to the system during the loss of external power. A transient backup battery fault alarm was captured at 0:43:38 during the loss of external power due to the fault associated with the controller being unable to charge the backup battery not being active while the backup battery was in use; the unable to charge backup battery fault should be active at this time as the controller is not connected to an external power source to charge the battery. The alarm resolved immediately due to the unable to charge backup battery fault activating as expected. The backup battery fault alarm did not affect the backup battery¿s ability to provide power to the system. The driveline was then disconnected at 0:56:16 and the controller was later put into sleep mode; this is consistent with the provided information that the controller was exchanged. The pump maintained a speed above the low speed limit while the driveline was connected. The controller was powered on again on (B)(6) 2021 at 14:53:24; this is consistent with the provided information that additional testing was performed at the clinic. The controller operated in charge mode without issue until being disconnected from power sometime between 15:18:25 and 15:20:25, putting the controller into sleep mode. The controller was powered back on at 15:20:05 by connecting the driveline to the controller; the pump did not start at this time or for the remainder of testing at the clinic due to the controller not being connected to an external power source. The controller was then put into sleep mode again, and then operated in charge mode for the remainder of the log file. The returned system controller passed functional testing and successfully operated a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The controller was found to function as intended during analysis. The controller was tested with a test power module and a test mpu and the atypical low voltage advisory and power cable disconnect alarms were not reproduced, including when the power cables were manipulated by hand. The integrity of the internal wires was tested and no issues were found. The reported alarms in the middle of the night were determined to be atypical low voltage advisory and power cable disconnect alarms; the root cause of these alarms could not be conclusively determined through this analysis. The root cause of the reported no external power alarm was determined to be due to both system controller power cables being disconnected from the mpu. The heartmate 3 instructions for use (IFU) and heartmate 3 patient handbook explain the various ways to power the heartmate 3 lvas. The IFU and patient handbook explain how to switch power sources, and state that at least one system controller power cable must be connected to a power source at all times. The IFU and patient handbook also inform the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time. The IFU and patient handbook provide the steps to properly exchange the system controller; in these steps, at least one power cable remains connected to an external power source and therefore the controller does not need to rely on the backup battery during a controller exchange. The root cause of the reported backup battery fault alarm could not be conclusively determined through this analysis. The root cause of the reported event that the controller did not start the mock loop at the clinic was determined to be due to the controller not being connected to an external power source. The heartmate 3 instructions for use (IFU) and the heartmate 3 patient handbook state that the system controller backup battery will not start a pump by itself if both system controller power cables are disconnected from a power source. The user is instructed to always ensure that the power cables are connected to a power source to ensure that the heartmate 3 pump will restart during a controller exchange. Additionally, the user is informed that the system controller backup battery will continue to run a pump if both power cables are disconnected; however, the backup battery will not start the pump without external power applied to the controller. Heartmate 3 patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage advisory, power cable disconnect, no external power, and backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller and mobile power unit (mpu) power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to twist, kink, or sharply bend the system controller or mpu power cables and to carefully unravel and straighten the cables if they become twisted, kinked, or bent. Heartmate 3 instructions for use (IFU) (rev. C) section 2 ¿system operations¿ states that the system controller backup battery will not start a pump by itself if both system controller power cables are disconnected from a power source. The user is instructed to always ensure that the power cables are connected to a power source to ensure that the heartmate 3 pump will restart during a controller exchange. Additionally, section 6 ¿patient care and management¿ informs the user to connect to external power immediately if the pump stops. The heartmate 3 pump will not re-start unless external power is applied to the system controller. Heartmate 3 patient handbook (rev. C) section 1 ¿introduction¿ states that the system controller backup battery will continue to run a pump if both power cables are disconnected; however, the backup battery will not start the pump without external power applied to the controller. Heartmate 3 patient handbook (rev. C) section 2 "how your heart pump works" and heartmate 3 instructions for use (IFU) (rev. C) section 2 ¿system operations¿ provide the steps to properly exchange the system controller; in these steps, at least one power cable remains connected to an external power source during the controller exchange and therefore the controller does not need to rely on the backup battery. Section 3 of the patient handbook and IFU, entitled ¿powering the system¿, also describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate 3 patient handbook (rev. C) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ describe how to care for and clean all equipment, including the system controller. Heartmate 3 patient handbook (rev. C) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including the system controller. These sections also inform the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6), was shipped to the customer on 16jul2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced of the patient's mobile power unit (mpu) malfunction was reported under MFR# 2916596-2021-01823.

Event description:
Related manufacturer report number: 2916596-2021-01823. It was reported that the patient and caregiver had heard an alarm in the middle of the night waking both up. The alarm was described as beeping very loudly and the patient decided that the controller needed to be changed. During the controller exchange the patient's wife reported that when she replaced the controller the patient felt lightheaded and sweaty. The vad coordinators were not notified of this until the follow-up appointment on (B)(6) 2021. Interrogation of controller revealed no external power and replace backup battery. Actions performed included they replaced the back-up controller and had the patient remain on their original secondary controller. While in clinic, the controller was plugged it in their mock loop to further investigate things. It did not beep when plugged in and still said 13 months left of battery and more importantly did not start up the site's mock loop. There was a low voltage advisory at 0037.06 while being on the mobile power unit (mpu) at home. Then there are multiple power cable disconnect alarms noted with more low voltage advisory alarms. Then at 0043.35 there was a no external power alarm, at 0043.38 still with no external power alarm but now with replace backup battery alarm. The pump was listed off at 0056.16. It was suggested that the controller be sent back for analyses. The site did not have downloaded log files except for the export file. After controller exchange, the patient is doing well without issues-therefore normal plan of care continued.